Event description:
It was reported that the patient had their ipg replaced on (B)(6) 2019, and effective therapy was established post op.

Manufacturer narrative:
Investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient initially had issues with frequently recharging their device, however, after an update from the abbott rep, it was found that the ipg is now inoperable. The patient is currently working with their rep and physician to schedule a revision.